Event description:
The customer reported the system had corrupted files and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded system software. The system operates as intended.